Event description:
The remote control is not communicating with the c-arm -giving a rui failure error message.

Manufacturer narrative:
The new rui that was installed and tested the day before failed when the tech tried to use it. The ge rep came in and tested the rui, and was not able to get it to function. He had a new rui on hand, so he replaced the non functioning rui. He powered up the system and did not get any errors or communication failure with the rui. He was able to move the c-arm with the rui, and was able to fluoro. The system is working as intended.